Event description:
Programming history was reviewed. It was noted that there were multiple interrogations that took place on date of surgery, however, no system diagnostics were performed on the date of surgery. This confirms that the high impedance value observed was likely the stored value being seen for each reinterrogation and not a true high impedance. No additional relevant information has been received to date.

Event description:
It was reported by the sales representative that during the generator replacement surgery of the patient, high impedance was found after replacing the old generator with a new one. It was indicated that the old generator was not dead. After the first new generator was connected to the lead, there was high impedance. The surgeon made sure that the set screw was tighten properly each time the lead pin was cleaned and reinserted but there was still high impedance. The surgeon then connected back the old generator and lead impedance was fine. He reinserted the pin into the new generator but continued to get high impedance. No fractures were indicated to have been noted. Since the impedance did not resolve, they opened a new generator to implant which did not show any impedance issues. No test resistor was used on the generator that showed high impedance. The surgeon suspected the issue was with that generator as the others showed normal impedance. The sales representative indicated that they were not present for the case as staff usually supports their own cases and are familiar with the troubleshooting steps associated with high impedance readings. The generator that was showing high impedance was sent to pathology but would be sent back for product analysis, however no product has been received to date. No additional relevant information has been received to date.